Event description:
It was reported that this lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Lead returned in two segments - severed with approx. 79 mm from the terminal end. 2 segments returned; total length was equal to 577mm some segments of the lead may be missing. The helix of the lead was deformed, and the conductor coils were flattened.

Event description:
It was reported that this lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.